Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for one unknown 12-hole condylar plate. Part and lot numbers were not provided by reporter. Subject device reportedly will not be returned to synthes. (B)(4) revision surgery due to incorrect plate size selection and implantation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was reported that a revision surgery involving a condylar fracture of a distal femur was required on (B)(6) 2015, due to the incorrect plate size being implanted earlier the same day. Initially, when the surgeon used the template to determine the implant size needed to treat the fracture, it was thought that the devices available at the hospital had been appropriate. The initial surgery commenced on (B)(6) 2015 at 10:00am. Upon reducing the fracture, the surgeon realized that the spiral in the fracture extended well past where the 12-hole plate would reach. At that point, the 12-hole plate was used as a splint; the patient was closed and transferred to critical care. The synthes sales consultant (sc) was contacted by the facility in an attempt to get a 16-hole sterile plate; however, the consultant was out of the area at the time. Eventually, a locking condylar plate (lcp) kit was sent to the facility and was received at 3:00pm on (B)(6) 2015. The second surgery began at 6:00pm on (B)(6) 2015 with the synthes sc in attendance. The 12-hole plate was removed, the fracture was reduced again utilizing a 16-hole plate and the procedure was completed successfully. The patient was reportedly doing well after the surgery. There was no allegation of complaint against the plate. This report is for one unknown 12-hole condylar plate. This report is 1 of 1 for (B)(4).